Event description:
Pump was sent in for repair where a failure 812:02 occurred on power up during service. Although an attempt was made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.